Event description:
The customer has observed issues with generating electrolyte results on neonatal samples only on the architect c16000 analyzer. The customer gave one example of initial/retest results demonstrating this issue: potassium = 2.7/5.7 mmol/l; chloride = 60/109 mmol/l; and sodium = 133/137 mmol/l. Calibration slopes for these parameters were at: sodium = 94%; chloride = 64%; and potassium = 94%. No suspect results have been reported from the lab. The integrated chip technology (ict) module has been on the analyzer for eight weeks with a throughput of approximately 45000 samples. The labeling claim for the ict module is 20000 samples. Only the ict readings are being affected. The customer places the neonatal collection tube into a small primary tube for sampling by the analyzer. The customer is requesting a service call. There has been no reported impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient (B)(4). Incorrect or inadequate result (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) arrived at the customer site and discussed the fact that issues only existed when testing neonatal samples for electrolytes. The customer is placing neonatal sample tubes into a small primary tube and then into the architect sample carrier. The neonatal sample tube is approximately 2.5 cm in height and is a smaller diameter, with the outside diameter fitting inside a standard tube. When checking the sample probe alignment for this configuration, the probe samples very close to the edge of the tube. The fse calibrated the sample probe at the sample handler and checked and adjusted all other positions; alignment was improved. All precision checks were in specifications. The customer switched to using abbott sample cups for their neonatal samples and has had no further electrolyte issues. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-108), january 2010, contains information to address the customer's current issue. Based upon the data available and the results of this evaluation no product deficiency was identified.